Manufacturer narrative:
The lot number was provided for the malfunction and lot history review will be performed. One device and electronic photo were returned for review. The investigation identified balloon detachment. A definite root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model atg120204 pta balloon dilatation catheter allegedly experienced detachment of device or device component. This information was received from one source. The malfunction involve a patient with no reported consequences. The (B)(6) year old male patient's weight was not provided.